Manufacturer narrative:
(B)(4). The sample was not returned for complaint evaluation. (B)(4).

Event description:
On (B)(6) 2013, (B)(6) medical center identified a slow drip of fluid from the exhaust port of hls circuit (lot number unknown). (B)(4).